Manufacturer narrative:
Arjo was notified of damage to the citadel side rail. The head side rail plastic panel was missing, indicating that it had detached from the bed frame. No patient was involved, and no injuries were reported. It is unknown under what circumstances the head side panel detached from the metal bed frame. According to the information received, the maintenance department at the facility did not provide many details regarding the event. According to the instruction for use for citadel bed (IFU, 830.213 rev.e): "check operation of the safety sides daily." The review of post-market surveillance data revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail (eg. Collision with the door). This is in line with the side rail condition, it was mechanically damaged (the head side panel was ripped off the metal bed frame). The circumstances in which the event occurred are not known, however the analysis of the complaints indicated that the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its specification due to malfunction reported. The device was not used for the patient's treatment when the event occurred. The complaint was assessed as reportable due to the safety side detachment from the frame. No injury was reported.

Event description:
The head side rail was damaged (the side plastic panel was missing). Additionally, the hinge between the bed's head section and middle section was found to be broken. No indication regarding patient involvement. No injury was claimed.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.